Event description:
It was reported a vessel perforation occurred. Venous access was obtained for a left atrial appendage (laa) closure procedure. The femoral vein was pre closed and a 16 french sheath was inserted. A watchman truseal access system and watchman flx laa closure device were used. The closure device was successfully deployed and implanted. When the 16 french sheath was removed and the venous site was closed, the scrub tech noticed active bleeding from the groin site. Pressure was held but the bleeding continued. After about an hour the surgeon arrived and the patient went to surgery for exploration and repair. The implanting physician believed they went through a branch of the femoral artery. The surgery was a success and the arterial branch was patched. The patient was extubated after surgery and distal pulses were detected in the affected limb. The patient received 2000 units of heparin and 150mg protamine was given post procedure.